Event description:
Reportable based on device analysis completed on 15-apr-2015. It was reported that shaft kink occurred. A 2.75mm x 15mm quantum¿ maverick¿ balloon catheter was selected for use. During unpacking of the device, it was noted that the shaft of the balloon catheter was kinked. The kink was located more than 15cm from the hub. The procedure was completed using another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast in the inflation lumen. The balloon was tightly folded. Although it was reported that the device was not used, the presence of contrast media in the inflation lumen is indicative of handling beyond simply unpackaging the device, as was reported. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination also revealed a complete hypotube separation 47cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).